Event description:
Dr reported via our sales rep, that a patient underwent a revision surgery due to the fact that the head of the polyaxial screw became loose. According to the surgeon, the patient was bedridden. Therefore, he has the opinion that the patient info regarding height, weight etc. Are not relevant.

Manufacturer narrative:
Codes will be determined and reported on a supplemental following an engineering evaluation.